Event description:
I had to have my breast implants removed because they were making me sick. I was having severe fatigue, chronic joint pain, blackouts, dizziness, tooth sensitivity and pain (dentist couldn't figure out why), inflammation in face, hands, and feet, gastrointestinal problems, sinus issues (also couldn't be explained by my dr), brain fog so bad that normal daily tasks were difficulty, memory loss, hair loss, vitiligo, depression, anxiety, and the list goes on. Had them removed and I fell almost 100% better. I literally woke up from surgery with energy I have not felt in years. I had my breast implants for 8 years. I feel like a new person since having them removed.